Event description:
During an atrial fibrillation procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and unknown the volume of fluid was removed. The patient was reported to be in stable condition. On (B)(6), received additional information requested from bwi representative stating that the outcome of the patient from this adverse event was a full recovery. The physician¿s opinion regarding the causality of the perforation is that there was no specific event that occurred during ablation that could be attributed of it.

Manufacturer narrative:
(B)(4). During an atrial fibrillation procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and unknown the volume of fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device investigation is still in progress. As the lot # 16005482l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: carto 3 system; us catalog # fg540000; serial # (B)(4). Stockert 70 system; us catalog # s7001, serial # unknown. Cool flow pump; us catalog # cfp002; serial # unknown. Thermocool sf nav uni-directional catheter; us catalog # d131503; lot# 16005482l. Lasso¿ electrophysiology catheter; us catalog # d7l1020rt; lot # 15970317l. Soundstar 3d diagnostic ultrasound catheter; us catalog # sndstr10. Lot # s1101780. (B)(4).